Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set developed precipitate in the line. The issue was noticed while administering 1 g of calcium gluconate in 50 ml of 0.9% sodium chloride as a secondary infusion as the carrier fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.